Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: "not grafting skin right-cutting is uneven; no patient injury". Additional information was requested. On (B)(6) 2013, the reporter noted there was no patient injury or delay in surgery; a spare device was available which functioned properly.